Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the buttons on the insulin pump were sticking and numbers on the screen were scrolling during a bolus attempt. Customer stated that issue started a couple of days back. Customer did not recall any significant events leading to the keypad issue. Current blood glucose value was 300 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. Unable to perform the occlusion test due to button keypad anomaly. No frozen screen noted. No unexpected numbers ramping or scrolling on their own noted. The insulin pump has cracked case at the display window corner, reservoir tube and minor scratched display window.